Event description:
It was reported the implanting healthcare provider (hcp) had experienced issues during the implant procedure. The hcp ¿struggled to gain access to the epidural space and on multiple occasions inserted the lead through the introducer only to find he was not in the space and the lead would not advance. When access was finally achieved and the lead entered the space, testing with an ens (external neurostimulator) gave no patient sensation.¿ impedance testing then found high impedances of ¿>10000 ohms¿ on all electrodes when tested at 0.7 volts. ¿a second lead was introduced and immediate impedance testing indicated this lead was out of range also.¿ impedance testing was noted to have been performed with a multi-lead trialing cable (mltc) attached to each lead, with ¿nothing to suggest the mltc was faulty.¿ the leads had each reportedly been ¿inserted correctly¿ into the mltc during impedance testing and were ¿cleaned too to make sure.¿ the reporting manufacturer representative (rep) ¿thought the scrub nurse twisted the lead as he removed it from the package¿ and that ¿this may have caused a fracture/damage to the lead.¿ as a result of these issues, neither of the leads were implanted and they were instead replaced with a third lead at the time of report. The third lead ¿was carefully removed from t he packaging and inserted into the epidural space and was found to function normally.¿ this had reportedly resolved the issue. The patient had reportedly had a longer implant procedure ¿than he would otherwise have had due to the time required to select, unpack, and insert new leads.¿ there were ¿otherwise no complications¿ associated with this event. The patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3877-60, lot # 0207214444, product type lead; product ID 3877-60, lot # 0 208157361, product type lead; product ID 3555-31, lot # unknown, product type screening device; product ID neu_stylet_acc, product type accessory; product ID neu_style t_acc, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of both returned leads found no anomalies. ¿normal impedances were measured on all circuits and elect rode pair combinations¿ when tested with a known good trialing cable and external neurostimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.